Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump was able to be successfully charged with an alternate cable.